Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 was broken, front of the drawer was cracked and about to fall off. The customer stated that malfunction occurred while user was trying to issue medication to patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 was broken, front of the drawer was cracked and about to fall off. A field service engineer (fse) mentioned that the customer requested to have the facial panel on drawer 3.1 replaced due to physical damage. The fse successfully swapped out the component, tested its functionality, replaced the drawer panel with a new one and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.